Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experienced an adverse event of device migration. It was mild and probably related to the implant procedure. Outcome was not recovered/ not resolved. Information was later received that the event is definitely related to the device and unlikely related to the implant procedure. Then it was reported that the patient went in for a pocket revision. Diagnostics in pre-op were good. Electrocautery was used in and around the generator pocket during removal. An error message therapy disabled: error code 8¿ message was then seen during diagnostics, so a replacement generator was implanted. No other relevant information has been received to date.

Event description:
The explanted generator was received by manufacturer for product analysis. Product analysis was completed on the generator. Visual analysis identified burn marks on the pulse generator case. An interrogation (pulsedisabled), (pulsedisabled reset) a system diagnostic test, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. Other than the pulsedisabled event, no anomalies were seen, and the device performed according to functional specifications. The burn marks indicate that the generator was exposed to electro-cautery during surgery which was likely the factor for the pulse disabled event.